Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5-4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 3 triclips were successfully implanted. The tr was reduced to grade 1-2 post procedure. 24 hours post deployment, third triclip had single leaflet device attachment(slda) from the septal leaflet. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.